Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having the implanted device replaced on the 16th of this month because not only was it the wrong implant but it would also not hold a charge. When asked for the event date, patient stated that they knew it was the incorrect implant from the day of implant and that it was an inconvenience of the thing being huge; agent understood as implant battery size and that they didn't want to have to keep charging it, but then it just stopped holding a charge after a few months and they were in constant pain. Patient said they just got off the phone with their doctor and the doctor asked them to find out who the representative was going to be that would be there and to speak with the representative. Patient then said that when the representative came into their surgery on the last surgery; agent understood as surgery for the current device, the representative showed up with a device that was to all of their surprise different than the one they had; agent understood as they came with a rechargeable neurostimulator and not a non-rechargeable neu rostimulator like their previous ins. Patient stated that the implant that was put in was not the one that should have been put in and it was one that they had to charge regularly and this one would not hold a charge and had not worked for years. Patient mentioned that the first device did work pretty well, but that this current implant wasn't working for them at all so it was very frustrating and that's why they were so adamant about having the other one put back in; agent understood as a non-rechargeable implant. Patient wanted to know if the representative could bring a non-rechargeable implant with them and which one it would be. Agent reviewed current non-rechargeable neurostimulator and reviewed that longevity was based on the patients therapy settings and usage of the device. An email was sent to the field on the patient's behalf in requesting a callback and for visibility. An email was sent to device registration to update the patients address and managing healthcare provider. On 2024-oct-31 the rep noted the account disposed of the device. No additional information available.